Event description:
Healthcare professional confirmed capsular contracture occurred on the left side and reported folds. Patient reported pain in the "body, "burning around the beak," "difficulty sleeping because both breasts are stiff," and "in the face can't sleep because it hurts a lot." The events of pain in the body, burning, and difficulty sleeping are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported that "for 1 year is feeling pain, swelling, rigid breast with visible undulations, as it is deformed, and patient related it to the implants. Breast is too rigid, like ¿patient is breastfeeding and ¿milk is as a rock¿. For around 1 month, patient developed other symptoms as dry mouth, weakness, dizziness and faint, including during the dawn." Patient also reported depression, "shortness of breath," capsular contracture, unknown "side is bent," tingling, cold breast, fever, and "night sweats." Healthcare professional confirmed baker grade IV for capsular contracture. This record is for the left side. The device remains implanted. The events of dry mouth, weakness, fatigue, depression, "shortness of breath," coldness, "night sweats," and dizziness are unrelated to the implant.